Event description:
Philips received a complaint on the v60, indicating that a 1127 "overvoltage protection (ovp) circuit failure" error occurred. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user.

Manufacturer narrative:
H10: there was actually no patient involvement at the time the issue discovered as the device was not in use and was pulled from service. The biomedical engineer (bme) called technical support to report that a 1127 "overvoltage protection (ovp) circuit failed" error occurred. A field service engineer (fse) was dispatched onsite to evaluate and repair the device. Upon arrival, the fse spoke with the bme about the history of the device and inspected the device. The fse then let the device run and cycle normally and reviewed the information screen and event logs. The fse noticed that many components were replaced fairly recently and discovered that the 1127 error code was from august 2023. The fse was not able to recreate the 1127 error code while testing the device, and after running the device, the fse found that the 1127 error code could not be duplicated. The fse confirmed that the device successfully passed performance verification and electrical safety testing and was returned to service. There were no issues to be found on the device. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.